Event description:
Information was received from a manufacturer representative (rep) and patient representative (caller) regarding a patient receiving dilaudid (hydromorphone) via an implantable pump. The indications for use were unknown. It was reported that the patient communicator took 5-10 minutes to get past 90% to communicate, and did the same while delivering bolus doses. The caller then called into patient services and stated that the communicator "is not working". The caller stated it would connect to the pump up to 90% and then it "took 7-8 minutes" to deliver each bolus. The caller stated this has been an issue since the patient had their pump implanted. The caller stated they have tried removing the bandages to see if that will help with connection and powering down the handset after each use but had not resolved the issue. An email was sent to the repair department to replace the communicator. Additional information was received from a healthcare provider (hcp) and the patient via the company representative who reported that the hcp spoke with them during clinic today and stated that the patient was still having the same issues with the new communicator (B)(6). "It's taking minutes to retrieve settings". Upon reviewing her chart/pump reports with the fellow, looked like she was receiving multiple drugs. Per the pump report from (B)(6) 2024, the pump was delivering fentanyl (211.5 mcg/ml at 167.22 mcg/day), baclofen (448.0 mcg/ml at 354.20 mcg/day), clonidine (297.0 mcg/ml at 234.81 mcg/day), and bupivacaine (2.1 mg/ml at 1.6603 mg/day). The reporter confirmed with both the patient and the hcp that she was receiving the boluses without issue and had no side effects but was simply irritated with the time that it was taking to retrieve settings and give the bolus via ptm (personal therapy manager). The reporter asked the patient that they communicate to meet in the office prior to her next scheduled bolus so that the reporter could physically watch the timing and report back to tech services live, and the company representative was planning to contact technical services to see there was anything that could be done at the moment. When speaking with technical services, the company re presentative reported that the patient had a new pump implanted in (B)(6) 2024, and on (B)(6) 2024 the patient reported having issues with their ptm (personal therapy manager) getting stuck at 90% when attempting to deliver a bolus. Per the reporter, the patient was unhappy with the duration it took when the bolus button was pressed to when it actually delivered the bolus and they had already replaced the patient's communicator, but the issue was persisting. The reporter was wondering if the number of drugs in patient's pump affected the amount of data that needed to be retrieved and would potentially impact that duration. The agent confirmed with other agents and reviewed with the reporter that multiple drugs in the pump would not impact the duration it took for information to be pulled because the pulse count looked at the primary drug information. The agent reviewed that because the patient had a newer pump, the most common reason for this issue would be positionally of communicator over pump. The agent reviewed that if the pump was more superficial to the surface of the skin, the patient should try holding the communicator a little higher up (finger width) away from the skin and see if the bolus delivered faster.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.